Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir does not leak and no air bubbles. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia and was in emergency room for one day on (B)(6) 2019. Customer's blood glucose value was 76 mg/dl when admitted to the hospital and then to 300 mg/dl. The customer declined troubleshooting for high blood glucose event. The customer was treated with glucose and food and insulin. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was unable to complete carelink upload. Customer was not alleging pump was over delivering. Customer stated that they experienced multiple blood glucose level such as 41 mg/dl, 500 mg/dl, 328 mg/dl, 450 mg/dl. Customer stated that the reservoir had air bubbles. The insulin pump will not be returned for analysis.